Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support, who provided information for a pump reset, which resolved the error, allowing the customer to successfully start their sensor session.